Event description:
Information received indicates that head section of the bed is drifting slowly over night.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.